Manufacturer narrative:
On 01/30/2017 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On 02/15/2017 a medtronic representative, following-up at the site, reported the surgeon was actively navigating in the procedure when he noted the inaccuracy. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a cranial procedure, the surgeon alleged an axiem inaccuracy occurred. The surgeon completed a tracer registration and deemed being accurate non-sterile. After draping the patient, noticed a 7 millimeter superior inaccuracy. The patient's ventricles were large enough that they were able to place the shunt using a combination of navigation and a third party non-medtronic guide. Delay in therapy was 10 minutes. Impac (B)(4).

Manufacturer narrative:
The software investigation found that the reported event was unrelated to a software issue. Per review of software logs, the tracer pattern by the user for patient registration was unacceptable. The software functioned as designed. The instructions for use (IFU) which accompanies the device contains guidance regarding proper tracer registration technique.